Event description:
It was reported that pump displayed continuous glucose monitor error 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and pump no longer showed error after reset.